Event description:
In early 2009, the lay user/pt contacted lifescan (lfs) alleging that the battery cover on her one touch ultra2 meter was cracked/broken. The reported issue first occurred at 10 pm thirteen days earlier. She claimed that as a result of not being able to test, she was hospitalized but denied having any symptoms at the time. The medical affairs specialist (mas) was unable to contact the pt for additional info; therefore, this complaint is being reported based on the customer care advocate's documentation. The pt was hospitalized the same day at 10 pm: the date/time of hospitalization was noted to be the same time as when the product issue first occurred. The pt reportedly had a blood glucose result greater than 500 mg/dl on the hospital's device; however, the exact result was not reported. It was noted that the pt only received a blood glucose test and no other forms of treatment at the hospital. It would be helpful to confirm if why the pt was hospitalized and what type of treatment she received at the hospital. It would also be helpful to confirm if the broken battery cover occurred at the same time as the hospitalization. One day after the hospitalization (the same day at night), the pt took an increased her diabetes oral medication by adding 100 mg of januvia once a day. It is unk who advised the pt to add januvia to her regimen and the reason for the change. Based on the provided info, this complaint is being reported due to the following conclusions: although, the pt denied receiving any other forms of treatment other than a blood glucose test at the hospital, the pt allegedly obtained a blood glucose result greater than 500 mg/dl after not being able to test with her meter, which meets the criteria for a serious injury. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.